Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report tissue injury. It was reported that on (B)(6) 2022, the patient presented with grade 4 functional mitral regurgitation (mr), and a thin posterior leaflet. The first mitraclip was successfully implanted, reducing the mr to grade 2. Due to a moderate mr decrease, a second mitraclip was intended to be implanted; however, the clip was unable to keep the leaflet captured as it kept slipping out of the clips grasp and the posterior leaflet was noted to be thin. The clip was removed and not implanted. Post echo, it was noted that there was a possible posterior leaflet tear. Mr increased back to grade 4. There was no clinically significant delay in the procedure. The patient was noted as doing well and was discharged. No additional information was provided regarding this issue.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The reported patient effects of unspecified tissue injury and mitral regurgitation (mr), as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The investigation determined the reported positioning failure of inability to capture the leaflets appears to be related to patient morphology/pathology. The tissue injury appears to be due to multiple capturing attempts. The unchanged mr appears to be due to the tissue injury. The reported serious injury/illness/impairment was a result of case specific circumstances as no treatment was provided for the reported tissue injury and unchanged mr. There is no indication of a product issue with respect to manufacture, design or labeling.